Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime the insulin pump during prime test due to faulty force sensor. The motor was tested outside the device and passed. The insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump received with severely scratched lcd window.

Event description:
Customer called stating his insulin pump alarmed button error today. Previously, the device alarmed three motor errors. Customer's blood glucose level is 227 mg/dl. He said it was a little high because he just ate, but he has already treated. There were no significant events leading up to the alarm. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.